Manufacturer narrative:
The patient, a minor, experienced skin irritation while using an mcot device with universal patch configuration.the patient developed multiple symptoms including allergic reaction, burning sensation, general redness, irritation, itching, and raised skin. The patient sought medical treatment and was prescribed a topical steroid medication.the patient's mother confirmed that skin preparation steps were followed correctly, and there is no history of skin sensitivity or allergies. Due to the skin irritation, a break in service (bis) was initiated with an adjusted service period from 3/20 to 4/6. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a biocompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms. The patient is pediatric between 1-18 years old. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
The patient, a minor, experienced skin irritation while using an mcot device with universal patch configuration. The patient developed multiple symptoms including allergic reaction, burning sensation, general redness, irritation, itching, and raised skin. The patient sought medical treatment and was prescribed a topical steroid medication.the patient's mother confirmed that skin preparation steps were followed correctly, and there is no history of skin sensitivity or allergies. Due to the skin irritation, a break in service (bis) was initiated with an adjusted service period from 3/20 to 4/6.